Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. The device was evaluated in the field and the issue of the cot height not being able to be adjusted was confirmed; there was a broken/damaged component. The device was repaired and returned. There were no defects found that would cause the cot to drop. It is likely the cot drop resulted in the damage that caused the height to not be able to be adjusted. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, where it was reported the cot dropped and the cot height could not be adjusted. The patient experienced pain as a result of this event.